Event description:
During an atrial fibrillation ablation procedure using a cool path duo ablation catheter, a pericardial effusion occurred. Transseptal access was performed and geometry collection of the left atrium was completed. Difficulty was noted crossing the septum with a cool path duo ablation catheter and the hansen robotic arm. A shift in the navx geometry and a decrease in blood pressure was noted. Intracardiac echo revealed blood in the pericardial space and the procedure and the heparin infusion were stopped. After two hours, the pericardial effusion was observed to be stable and intervention was not needed. The patient left the ep lab in stable condition. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). One 7f, quadripolar, contact therapy cool path duo irrigated ablation catheter was received for evaluation. Functional analysis of the returned device included visual, mechanical, electrical, and microscopic evaluation which all met sjm specifications. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. From information received, the cause of the pericardial effusion was procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.